Event description:
The manufacturer received voluntary medwatch (mw5154635). The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged smoke from device and smoke smelled electrical and also patient started to cough. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received voluntary medwatch (mw5154635). The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged smoke from device and smoke smelled electrical and also patient started to cough. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code, and conclusion code grid has been updated.